Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced reservoir leakage. The customer reported no adverse event. The event involved product(s) mmt-342. Troubleshooting was performed. Customer reported a reservoir leak and the leak occurred past 2nd o-ring. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of reservoir. Mmt-342 was requested and customer response was the device will be returned.

Manufacturer narrative:
Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guard and plunger, performed pre-fill test appendix c. Found no leaks during analysis. Per dop114-811doc. Conclusion: reservoir passed per pre-fill test; no leakage anomaly was found during test. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guard, performed pre-fill test appendix c. Found no leaks during analysis. Per dop114-811doc. Conclusion: reservoir passed per pre-fill test; no leakage anomaly was found during test. Evaluated 1 open/used empty barrel only (transfer guard, plunger, stopper-plunger and a set of o-rings were not returned). Using a new lab transfer guard, plunger, stopper-plunger and a set of o-rings, performed pre-fill test appendix c. Found no leaks during analysis. Per dop114-811doc. Conclusion: reservoir passed per pre-fill test; no leakage anomaly was found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.